Event description:
It was reported that stent damage occured. Vascular access was obtained via right femoral artery. The tight stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, under fluroscopy, the stent was found damaged in the mid segment. The device was removed from the patient's body. The procedure was completed with another of the same device. No known patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the distal end struts. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occured. Vascular access was obtained via right femoral artery. The tight stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, under fluroscopy, the stent was found damaged in the mid segment. The device was removed from the patient's body. The procedure was completed with another of the same device. No known patient complications were reported and the patient's status was stable.